Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. When powering on the cycler, the functional display check failed. Upon powering on the cycler a burning smell was detected and display appeared blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the cycler was reworked for a distorted display issue and the lcd cable was replaced. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler has a blank screen at drain 0. The patient stated they could smell a burning smell coming from the cycler. The cycler was plugged into he socket properly and the ok and stop keys do make a sound when pressed. The fresenius technical support representative issued a replacement cycler. The patient was advised to discontinue using the machine and follow-up with their peritoneal dialysis registered nurse (pdrn). It was reported an alternate treatment was available. Upon follow-up with the patient, it was confirmed there was no patient harm or adverse event, and no medical intervention was required. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.